Manufacturer narrative:
The hvad is used for treatment not diagnosis. The hvad pump ((B)(4)) was not returned to manufacturer for analysis because it remains implanted. The reported high power event was confirmed via the log files, which revealed a slight increase in power and estimated flow that resolved with administration of medical treatment. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The root cause of the reported event cannot be conclusively determined because the reported event did not allege any device malfunction. There are patient, procedural and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines).

Event description:
Approximately twenty months after the implantation, the patient developed dark, coffee-colored urine and reported increased lvad power consumption and estimated flows. When admitted to the vad-implanting hospital, they reported that the vad sounded unusual. At the time of the event, the patient was taking coumadin and aspirin (325mg) daily and he confirmed that he had been compliant with this therapy. Laboratory values included an ldh of 2181 iu/l and an inr of 2.58. The patient was treated with intravenous tpa, integrilin and heparin with a slight decrease in his vad parameters and a vad that returned to a "normal sound". He was switched from heparin to bivalirudin and started on milrinone for decompensated heart failure. During this admission, the patient developed supraventricular tachycardia which was treated with amiodarone and digoxin.